Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the distal cover (c-cover) was completely detached from the device. The c-cover also had a crack. The forceps elevator had dirt foreign material. The device nozzle was clogged causing the water removal ability to not meet the standard value. Some of the wires that composes the forceps elevator wire were raised due to cut or fray. The cut and fray causes the raising angle to not meet the standard value. Other observations for the device are: due to a pinhole on connecting tube, water tightness is lost; due to a dent on distal end, water tightness is lost; due to clogging of k-pipe, water cannot be supplied; objective lens has a scratch; k-wire has a cut; adhesive on distal end rubber coating (a-rubber) has a crack; a-rubber, universal cord, s-connector, el-connector, and grip are dirty; light guide (lg) cover glass has corrosion; scope (s) s-cover has a scratch; s-cylinder is shaved; switch (sw) sw1 has a scratch; right/left (r/l) knob and up/down (u/d) are dirty; forceps control lever has a scratch; universal cord has a cut; connecting tube has discoloration; protector of universal cord on control section side has a cut; due to wear of angle wire, bending angle in u/d/r/l direction does not meet the standard value the play of u/d and r/l knob is out of the standard value; due to damage, sw1 and sw2 do not work; due to damage on channel tube (ch-tube), suction volume does not meet the standard value; and adhesive around lg lens has a crack. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing the distal cover of the device was torn off. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter could not be identified. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information.the device was returned without reprocessing completed, due to the issue of the distal end. The facility staff is trained on the correct reprocessing of the device; however, the possibility of skipping reprocessing steps is there. The possibility of usage of device with foreign material present in device cannot be denied. The customer does avail third party repair and service as well.

Event description:
Addendum feb 23, 2023: root cause of the tearing off the distal cover of the device is not known, however, the device suffered some unknown trauma during reprocessing. No patient or procedure was actually involved or impacted by this event.